Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has three reports: (1) MFR # 2029046-2022-02919 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheters) (2) MFR # 2029046-2021-00420 for product code d134702 (thermocool® smart touch® sf uni-directional navigation catheters)

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with two (2) thermocool® smart touch® sf uni-directional navigation catheters and a thermocool® smart touch® sf bi-directional navigation catheter and there was a 30-minute delay in the procedure. It was reported that during a ventricular tachycardia (vt) case, they were not able to set the catheter to zero and it always said catheter is in the sheath. They were not able to see the number of the force. They changed the catheter four times. They restarted the system several times, but it did not solve the issue. They managed to complete the case with the fourth catheter. However, when they switched the catheter, they were not able to build the matrix. They did not start a new case as they did not want to lose the data. No patient consequences. There was a 30-minute delay. In physician¿s opinion, the delay did not contribute to a death or a serious injury to the patient. No intervention was required due to the delay (such as defibrillation, CPR, chest compressions, medication). (V.7.2 was not able to provide all the numbers). The force issue is not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. The surgery prolonged is MDR reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Section h3. Has been updated. A manufacturing record evaluation (mre) was performed for the finished device and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).